Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation and a prolapsed posterior leaflet for a mitraclip procedure. The first mitraclip was implanted successfully. During deployment of a second mitraclip xt, when the actuator knob was retracted, it extended farther than expected by approximately 4-4.5cm. The gripper lines were retracted, but the clip had not detached from the clip delivery system (cds). Troubleshooting was performed as per instructions for use (IFU). The gripper lines were removed manually and there was no resistance felt during the removal process. Troubleshooting was unsuccessful, and a broken actuator mandrel was suspected. The patient was prepared to move to surgery, the cds and the steerable guide catheter (sgc) were secured with sutures and removed from the stabilizer. When confirming the stability of the system utilizing fluoroscopy it was determined that the clip had detached from the cds and was successfully implanted. There were discrete signs of leaflet damage. The final mr was grade 1-2.

Manufacturer narrative:
All available information was reviewed, and the reported excess knob retraction was confirmed to be a normal function of the device. The reported activation failure (clip deployment) could not be replicated in a testing environment due to the condition of the returned device (clip already deployed). The reported broken actuator mandrel was not confirmed. A review of the lot history record revealed no manufacturing nonconformities associated with the reported lot that could have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported for this lot. Based on the available information, the reported excess knob retraction is a normal function of the device. The investigation was unable to determine the cause of the reported activation failure and broken actuator mandrel. The reported unspecified tissue injury could not be confirmed. The reported patient effect of tissue injury, as described in the mitraclip system instructions for use, is a known potential complication associated with mitraclip procedures. The reported serious injury, illness, or impairment appears to be the result of case-specific circumstances. There is no indication of a product quality issue related to manufacturing, design, or labeling.

Event description:
N/a